Event description:
It was reported that the customer had normal blood glucose levels of 71 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump got wedged in her clothing. The customer also reported a hairline fracture on the insulin pump from the reservoir compartment to the display. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.